Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. Reportedly, the customer inadvertently entered the incorrect values into the bolus delivery menu. Customer called emergency services who gave intravenous fluids of saline and glucose sticks to address bg. The customer continued to use the pump for insulin therapy.